Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the emergency medical service was dispatched due to low blood glucose level on (B)(6) 2020. Customer's blood glucose level of 135 mg/dl. Customer was treated with food. Customer stated that the insulin pump had hardware low level failure alarm. Customer was able to clear alarm. Customer was able to complete rewind. Insulin pump failed self test. Customer had blood glucose level of 118 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided with this report.

Event description:
Customer¿s blood glucose level was 132 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and delivery accuracy test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Pump error 63 was present in the device trace download due to broken trace at pin on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. Device uploaded properly using carelink. Device also had a missing reservoir tube o-ring, cracked reservoir tube lip, scratched case, faded serial number label and pillowing keypad overlay.